Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd ¿ perfusion syringes with bd luer-lok ¿ was found leaking as "in the pharmacy, different syringes are pre-filled for anesthesia and sealed in bags. Medication used are, among others, dipidulor and hydal. However, as soon as one holds the syringe plunger a little bit crooked and exerts pressure, the liquid leaks backwards, not in drops, but in a stream". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
One 50ml perfusion bd syringe, one 50ml perfusor b.braun syringe and one 50ml terumo syringe was received by our quality team for investigation. Upon visual inspection of bd syringe received, no damage or molding defect can be observed in the syringe that could have caused leakage and the stopper is correctly assembled to the plunger. A device history record review lot 1712350 found no non-conformances associated with this issue during production of this batch. In the assembly station during manufacturing process, mechanical leak testing was performed on every syringe. In case any fails, it is rejected automatically to scrap. Leak testing was performed on the 50ml perfusin bd syringe received according to procedure and the testing met specifications. The sample was also disassembled not observing any damage in plunger rod or any of its components that could have caused leakage. Based on the quality team's investigation, the root cause of this incident cannot be determined. Based on severity and occurrence no formal CAPA is required according to internal procedure.